Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The device was not working. The device had a hole on one of the cuffs. The aus was explanted and replaced. No additional patient complications were reported.